Event description:
It was reported that the left ventricular (lv) lead was noted with loss of capture due to lead dislodgement. The lv lead was explanted and replaced. No patient consequences were reported.